Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the distal end appeared normal and the exchange sheath was fully slit. The vessel locator button and thumb advancer were in a correct post deployed positions. During clip deployment the vessel locator wings are designed to automatically collapse so as not to interfere with the clip deployment; however, the vessel locator wings of this device were found broken and bent. Based on the investigation findings, the most probable cause for the bent and broken vessel locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This may create distal forces that result in bending and breakage of the locator wings and interfere with clip deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed, but failed to achieve hemostasis. The clip was noticed on the end of the device. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.